Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia, breathing cessation, and/or hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient's blood glucose exceeded 250 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Symptoms of not feeling well, dehydration, and nausea were exhibited. Furthermore, patient "stopped breathing" and was taken to the emergency room where she was admitted to the hospital. While at the hospital, brown liquid and bubbles were visible inside the shell of the pod. Treatment included manual injections of insulin. Physician ordered patient to refrain from using the pod until further notice.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak resulting from a tear in the soft cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.